Manufacturer narrative:
Analysis was able to confirm the reported calibration issue, the touchscreen was out of specification. The connection between the to touchscreen and the printed circuit board (pcb) was cleaned and reseated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration problem. The programmer was returned for service. There was no patient involvement.